Manufacturer narrative:
Product event summary: the delivery catheter was returned, analyzed and the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. Visual summary of analysis indicated the catheter was damaged during use.

Event description:
It was reported that during the implant procedure, slitting of the catheter was performed and the physician noted narrow fiber material at the beginning of the proximal cutting part, which continued to the distal side. It was noted the catheter was slit, however, the physician stated it was their first experience and it may have had an influence on the usability of the slitting. The catheter was removed from the patient. No patient complications have been reported as a result of this event.